Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jan2020.

Event description:
The customer reported the device was made to start up after it was returned from periodic maintenance. At run testing, the touch panel did not respond. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.